Event description:
Medical reports received reported "suspicion of extracapsular rupture" on left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side drainage with pain, bulge in the breast, hard protrusion as if it were the plastic of the prosthesis about to tear the skin, and presence of 'dark, grey liquid' leaking out. Medical reports received reported "suspicion of extracapsular rupture" on left side. Device has been explanted and replaced with non-allergan device.

Event description:
Patient reported left side drainage with pain, bulge in the breast, hard protrusion as if it were the plastic of the prosthesis about to tear the skin, and presence of 'dark, grey liquid' leaking out. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage.